Manufacturer narrative:
The insulin pump did not have an unexpected button error alarms occur during testing; however, there was intermittent button response on one of the buttons due to corroded keypad traces. There was also moisture damage on all electronic assemblies. The following cosmetic damage were noted: minor scratches on the lcd window, cracked case at an lcd window corner, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a cracked belt clip slot. (B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 99 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that she was caught in the rain while wearing her pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.